Manufacturer narrative:
The report of inoperable ipg due to battery depletion was confirmed. Analysis of the returned ipg along with longevity calculation confirmed normal battery depletion based on device usage. The root cause of the error message ¿replace generator soon¿ was due to normal battery depletion. As the device was found to have exhibited normal end of life (eol), this does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy about one or two months ago. A manufacturer¿s representative confirmed that the ipg was inoperable. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.